Event description:
The customer reported that the unit of measurement setting of their freestyle flash meter changed. There was no report of death, serious injury or mistreatment. The customer's meter was replaced with a locked freestyle flash meter.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.